Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 970 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity and post spinal cord injury. It was reported that during past refill appointments the hcp was getting more drug back than expected; the actual reservoir volume (arv) 13 ml the expected reservoir volume (erv) was 6.1 ml, arv 15 ml erv 6.1 ml. The caller stated they did not see anything in the logs that was unexpected. It was noted that the patient had "some stiffness" in her leg but was otherwise fine. It was reported that the pump was flipping in the pocket; the patient presented today with the pump partially flipped. The caller was redirected to follow up w/ hcp for a dye study and consideration for replacement due to the pump battery having only 12 months left. No further complications have been reported as a result of this event.